Event description:
On 11/29/2021, it was reported by a distributor via e-mail that a ar-1588btb-2j tightrope would not bring sutures through. This occurred on (B)(6) 2021 during a procedure when the tightrope ll was used properly and did not bring the sutures through the tightrope mechanism. The nitinol wire broke inside of the tightrope wile the surgeon was struggling to pull the sutures through. The case was completed using a second ar-1588btb-2j and it worked perfectly. There was no patient effect reported. Additional information requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.